Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion with mild tortuosity and mild calcification from the distal to mid right coronary artery with 90% stenosis. A 3.0x12 mm traveler rx balloon dilatation catheter (bdc) was selected for use. There was no resistance during removal of the protective sheath. The bdc was prepared outside of the anatomy and was soaked in saline prior to use. The bdc was advanced without resistance toward the target lesion and inflated 3 times to pre-dilate the lesion. On the fourth inflation the balloon ruptured at 8 atmospheres. The bdc was removed without resistance and a same size noon-abbott balloon catheter was used to successfully dilate the lesion. The procedure was completed after stenting with a multi-link 8 stent without any issue. There was no adverse patient effect. There was no report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties to be related to the patient anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.